Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-07015. (B)(4) clinical study. It was reported that following a percutaneous coronary intervention, the patient expired. The patient presented in (B)(6) 2011 with unstable angina and was referred for cardiac catheterization. The 3.0x26mm, de-novo, 100% stenosed total occluded target lesion was located in the proximal left anterior descending (lad) artery. Following pre-dilation, a 3.0x24mm taxus element stent and a 2.75x12mm taxus element stent were implanted in an overlapping manner. Following post dilatation residual stenosis was 0%. The patient was discharged on clopidogrel. In (B)(6) 2013 the patient was hospitalized with diagnosis of congestive cardiac failure and ischemic heart disease. 759 days post index procedure, the patient expired. The cause of death was related to the congestive cardiac failure and ischemic heart disease.

Manufacturer narrative:
(B)(4). Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Adjudication results were updated to include possible stent thrombosis.